Manufacturer narrative:
Customer has not shipped out the sample for investigation yet.

Event description:
The reporter noted that since switching to the new vacutainers, the dpc staff have had a high rate of vacutainers breaking off in catheter lumens during lab draws. The latest issue caused a patient to need emergency interventions and missed a treatment. The patient had to be sent out for emergency treatment. There was a total of five luer adapters that broke off in a period of one week. The patient is currently doing good and is back in the clinic for treatments.